Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12543, related manufacturer reference number: 2017865-2021-12545, related manufacturer reference number: 2017865-2021-12546. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was patient¿s reaction to anesthesia. It was also noted the patient was in critical condition (pulseless electrical activity) and coded prior to the procedure. The patient stabilized and it was elected to proceed with the procedure. The procedure went well and the patient left the room in stable condition. During post-operation check the following morning it was noted that the patient had expired.